Manufacturer narrative:
During the evaluation of the provided images and the provided information regarding the use of the device, it was determined that the reuse of the single use device may be a potential cause of the reported event. The device was archived at the healthcare facility.

Event description:
It was reported that a piece of the navigation pin had remained in the patient's bone after a total hip arthroplasty, and was noticed on a postoperative x-ray image. It was reported that a removal of the pin fragment was performed. It was reported that there was no delay to the surgical procedure.

Event description:
It was reported that a piece of the navigation pin had remained in the patient's bone after a total hip arthroplasty, and was noticed on a postoperative x-ray image. It was reported that a removal of the pin fragment was performed. It was reported that there was no delay to the surgical procedure.